Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient was in the middle of his treatment when he noticed solution leaking out of the cassette door. Patient had no adverse effects. Sample hasn ot been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.